Manufacturer narrative:
Additional patient codes (f10): 2091, 2277. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in ada site 10 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's infection, pain, hemorrhage, swelling, sinus perforation and poor bone quality /quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in ada site 10 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's infection, pain, hermorrhage, swelling, sinus perforation and poor bone quality /quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. Rp.018360.

Manufacturer narrative:
Additional patient codes: 2091, 2277. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. Moreover, , the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. In addition, the perforation of the sinus membrane has occurred during surgery. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.